Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil detachment of device or device component.

Event description:
It was reported that a perc plus stent was used during a semi-rigid ureteroscopy, laser lithotripcy, and double j catheter placement procedure. It was reported that the coil of the stent was found detached.

Manufacturer narrative:
Correction block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled imdrf impact code f1909 captures the reportable event of surgical procedure delayed block h11 the percuflex plus ureteral stent was returned for analysis. After a visual inspection, it was found with the bladder coil detached, rips in the bladder coil and also the suture hole torn. Additionally, the positioner was returned with the suture returned cut. During magnification, it was observed that the bladder coil detached, rips in the bladder coil, and also the suture hole torn. The reported event of stent coil detachment was confirmed, additionally rips in the bladder coil and also the suture hole torn. These failures could have been cause due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the setting up. The impact code surgical procedure delayed and cancelled or rescheduled - post sedation or sedation unknown were caused due to the complaint events reported. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions since problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported that a perc plus stent was used during a semi-rigid ureteroscopy, laser lithotripcy, and double j catheter placement procedure. It was reported that the coil of the stent was found detached.

Manufacturer narrative:
Correction block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled. Imdrf impact code f1909 captures the reportable event of surgical procedure delayed.

Event description:
It was reported that a perc plus stent was used during a semi-rigid ureteroscopy, laser lithotripcy, and double j catheter placement procedure. It was reported that the coil of the stent was found detached.